Event description:
It was reported that an alert for non sustained ventricular oversensing was observed via a merlin.net transmission. During autocapture testing t-wave oversensing was noted. Programming change was made.